Event description:
It was reported that after the patient went to the bathroom and had a bowel movement, sometimes up to 30 minutes after, a stool would come out in her pants. The patient noted that this was what happened prior to implant. The patient stated that the therapy was okay, but now it was not working. The patient noted that it stopped working ¿a month or so ago.¿ the patient had no stimulation sensation. The patient mentioned that she had a new pacemaker placed and had a stress test, but did not turn off the implantable neurostimulator (ins) prior to these procedures. However, the stress test was after the ins stopped working and the patient could not recall when the pacemaker was placed. It was discovered that the pacemaker was replaced in february, which did not correlate with the time frame of when the ins stopped working. The patient could not check the ins as her programmer would not turn on. Four days later it was reported that the patient had a loss of therapeutic effect and this had been going on for a couple of months. The patient stated that the stress test was ¿about a week or so¿ after the new pacemaker was placed. The patient did not know she needed to turn off her ins for these procedures and now ¿it was not working right, not working as well as it was before.¿ the patient had never used the programmer before, so was assisted in doing so. The patient was able to verify the ins was on and at 0.55. The patient accidentally dropped the programmer and somehow increased to 0.60. The patient thought she would ¿go up one more.¿ the patient had not yet informed her doctor about these issues. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04wp5, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).